Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 306546 batch#: 2349116. It was reported by the customer that the safety concern for piece of plastic becoming dislodged and entering patient blood stream. Rcc received a complaint via email. Email(s) attached. For the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4). Date of incident: on (B)(6) 2023. Product: 0.9% sodium chloride injection usp posiflush normal saline flush syringe vmid: 306546, lot number: 2349116, product expiry date: 31-dec-2025, number of defective product(s): 2, is sample available: yes, concern description: safety concern for piece of plastic becoming dislodged and entering patient blood stream. Thank you in advance for your follow-up on this product concern priority.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306546 and lot number 2349116. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received material#: 306546. Batch#: 2349116. It was reported by the customer that the safety concern for piece of plastic becoming dislodged and entering patient blood stream. Verbatim: rcc received a complaint via email. For the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4). Date of incident: 21-jun-2023. Product: 0.9% sodium chloride injection usp posiflush normal saline flush syringe vmid: 306546. Lot number: 2349116. Product expiry date: 31-dec-2025. Number of defective product(s): 2. Is sample available: yes. Concern description: safety concern for piece of plastic becoming dislodged and entering patient blood stream. Thank you in advance for your follow-up on this product concern priority.